Event description:
Information received with return of the explanted device notes loss of capture. The lead was replaced after two unsuccessful repositioning attempts. The patient was pacemaker dependent.